Manufacturer narrative:
A remote service engineer (rse) spoke with the customer and the customer confirmed that system was fully functional at time of the call. The rse recommended the customer to review system configuration. The rse reviewed the actual event viewer log file data from the primary, which showed a paging (voycera) and possible network connection issue that correlated to the outage. The rse confirmed that the site was operational, and nothing was down at the time of the call. Based on the information available and the testing conducted, the cause of the reported problem is unknown due to insufficient information. The reported problem was not confirmed. A quote for onsite service was provided, but it was cancelled, because the customer decided to close the case and schedule a meeting with their internal hospital management.

Event description:
It was reported that the pic ix system went down on june 13th at 6:35pm. The device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.